Manufacturer narrative:
The investigation for the reported saturated has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient needing an impella cp device for mechanical circulatory support. While on support there were reports of saturated flows. In addition, high motor current alarms were noted for which troubleshooting was attempted. The pump was replaced with another impella cp device.